Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the battery compartment overheated the batteries. Troubleshooting was said to have been attempt and the product was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery compartment overheating the aa batteries was unable to be confirmed. The heartmate mobile power unit (mpu) was functionally tested at the service depot and passed all tests without issue. The customer was provided a warranty replacement and the mpu was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded mpu was returned without aa batteries installed in the battery compartment; test aa batteries were installed. The mpu booted up as intended and was connected to a test system controller and mock circulatory loop. The unit powered the system without issue for an extended duration. During operation, a thermocouple thermometer was attached to the battery compartment cover and to the aa batteries. The temperature of the battery compartment and batteries remained within operating specifications throughout testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 3 entitled ¿powering the system¿ addresses how to use the mobile power unit to power the system. Additionally, it states ¿do not carry or touch the mobile power unit for an extended time. To avoid the risk of burns, do not touch the top surface of the mobile power unit for longer than one minute. The mobile power unit surface temperature can become uncomfortably warm, especially when the room temperature is above 104°fahrenheit (40°celsius).¿ section 7 entitled ¿alarms and troubleshooting¿ describes all alarms which occur on the mobile power unit and system controller. Section 8 entitled ¿equipment storage and care¿ indicates that cleaning and service should be performed only by abbott medical-trained personnel. The user is instructed to not attempt cleaning or repair on their own. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.